Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2017 with the following findings: a review of the pump black box data revealed multiple random cs 052 slave communication error alarms occurred. During testing, a cs 069 occurred at power up. The pump was unable to recover from cs 069 alarm after reboot the complaint of the cs 052 issue was unable to be adequately investigated. Evaluation revealed a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.